Event description:
Related manufacturer reference number: 2017865-2024-37229. It was reported that the patient passed away due to an unknown reason. Further information was requested, but not yet available.

Event description:
Additional information was received that the death was unrelated to the device. The patients cause of death was pneumonia. The pneumonia was not related to the device or associated procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.